Event description:
A distributor in (B)(6) reported that "few cracks developed" with a 900mr780 reusable infant single heated breathing circuit after "a few reuse." No patient consequence was reported.

Manufacturer narrative:
(B)(4). The 900mr780 reusable infant single heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint 900mr780 reusable infant single heated breathing circuit was returned to fisher & paykel healthcare (fph) service center in (B)(4). It was visually inspected for the reported cracks. To further assist us in our investigation, fph also requested specific details of the type of cleaning solutions routinely used by the hospital to clean and disinfect the 900mr780 reusable breathing circuit. Results: inspection of the returned device confirmed the reported fault. The hospital reported that it was cleaning the 900mr780 with glutaral disinfectant solution, which contains glutaraldehyde. A lot check revealed no other complaints of this nature for lot number 091205. Conclusion: our investigation results confirm that the root cause of the reported cracks is likely to be due to the use of incompatible cleaning solution reacting with the plastic material of the 900mr780 reusable breathing circuit. It is possible for the residues of the cleaning solution to contribute to a weakening of the plastic over time. Fph recommends the following cleaning methods which help to prevent deterioration of reusable breathing circuits such as 900mr780: autoclave -132 degrees c (270 degrees f) at 220 kpa (32 psi) for 4 minutes or 121 degrees c (250 degrees f) at 96 kpa (14.1 psi) for 15 minutes; ethylene oxide - 55 degrees c (131 degrees f); pasteurization - immersion in medizyme, pyroneg, solution 2 to manufacturers' directions.